Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one sc60a device was returned in good visual condition and with three ecr60b cartridge reloads present. Cartridge (b, c) ecr60b, l54v2t were received fully fired and in good visual conditions. Cartridge (d) ecr60b, l54y6u was received fully fired and in good visual conditions. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The reported event could not be confirmed as no unusual noises were heard during functional testing. No malformed staples were noted during functional testing. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a laparoscopic right hemicolectomy procedure, the knife did not move forward smoothly at the first and second stroke of the third firing and an unexpected noise was heard. Then, it was found that the deployed staples were malformed. The cartridge was blue. The device was used to anastomose between the colon and the jejunum. Additional suture was performed to complete the case. There were no adverse consequences to the patient.